Event description:
Upon injecting saline into dissector balloon, the balloon broke when the balloon capacity was 250cc. There was no report of pieces falling into the cavity, there was no blood loss and or time was not extended more than 30 minutes. The sales representative thinks that dr's technique was poor. No pt or tissue damage. No pt injury was reported.

Manufacturer narrative:
(B) (4)